Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. No stuck on screen noted during testing. Unit received with broken off end cap, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and missing address/serial number label. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test due to broken off end cap. Motor was tested outside the device and passed.

Event description:
The customer reported via phone call that when she filled the tubing the opposite side of the insulin pump pushed out. Customer's blood glucose level was 170 mg/dl. The insulin pump was stuck on one screen. The drive support cap was sticking out on the right side of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.